Event description:
Patient had device implanted 6 years ago for chemotherapy for lymphoma. It was noted on a recent pre-operation x-ray that the device had fragmented and migrated into right ventricle. The device was subsequently removed by interventional radiology in 2007.

Manufacturer narrative:
The complaint, "the device has fragmented and migrated", was confirmed. The distal end of the attached silicone catheter segment and the proximal end of the loose silicone catheter segment revealed damages consistent with irregular tearing and appear to mirror match. These damages appear consistent with catheter shear caused by "pinch-off syndrome", which caused the loose silicone catheter segment to migrate.